Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Repositioning surgery took place on (B)(6) 2023. The recipient has healed and is wearing the device. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced device migration. The recipient presented with headaches, sound quality issues and facial nerve stimulation with device use. Programming adjustments were made, however the issue did not resolve. Device testing was within normal limits. The recipient's device was reportedly repositioned and the recipient's issues have resolved.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.